Event description:
When the wire was introduced, it kinked. Upon removing the wire from the sheath, the coil stretched and broke inside the pt. The user had to open the leg to get the wire coil out of the pt. Anesthesia and intube were necessary for the pt to have open surgery. The pt will not have a scar, and the risk of open procedure must be considered.

Manufacturer narrative:
Catalog#: mpis-401-10.0-sc-nt-sst. (B)(6). (B)(4). Event is still under investigation.